Event description:
It was reported during a nephrectomy while using the mcl20 clip applier the clips were scissoring. The surgeon reports there was some increased bleeding due to scissoring. The first two clip appliers' clips scissored. The third clip applier functioned properly. The fourth clip appliers' clips scissored as well. A fifth clip applier was opened and functioned properly to complete the case. There was no consequence to the patient.